Event description:
Smiths medical hypodermic needle-pro ref 4290, lot 4142906 comes with luerlock between safety and needle which is not tight. This causes im injections to leak or spray from hub instead of pt receiving med. This occurred with a pt receiving noroflex. Md and pharm consulted, and an additional 1/2 dose ordered and given. Several other nurses report having had issues. FDA safety report ID# (B)(4).